Event description:
In 2000, the cryopreserved pulmonary valve and condiut in question was implanted into a patient of unknown medical history. The specific details of the surgical procedure are not known. According to the surgeon's report to the manufacturer, at approximately two years later, the pulmonary valve was explanted due to a possible true or pseudo aneurysm. The replacement valve type and manufacturer are not currently known and no further complications have been reported to date.